Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the up and down buttons are not responding to user input. There was no evidence of product misuse. The pump is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 11/22/2011 device evaluation:the pump has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that the up and down arrow keypad buttons are intermittently responsive and required multiple button presses in order to elicit a response. All of the keypad buttons did not spring back and click back as expected. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).